Event description:
Had a flare reaction knee effusion [joint inflammation] ([effusion (r) knee]). Case narrative: this case is linked to (B)(4) (multiple devices). Initial information received on (B)(6) 2019 regarding an unsolicited valid non-serious case received from a pharmacist from department of health and human services from united states. This case involves a patient (with unknown demographics) who after unknown latency experienced had a flare reaction knee effusion, while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength- 8mg/ml) via intra-articular route, at a dose of 3 x 2 ml (with an unknown batch number) used for unknown indication in right knee. Reportedly, patient had an adverse reaction. Doctor's notes indicated that on (B)(6) 2019, patient had a flare reaction knee effusion after first injection in right knee with hylan g-f 20, sodium hyaluronate injection (assessed as medically significant). Action taken: unknown. It was not reported if the patient received a corrective treatment. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc; batch number: unknown, with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation was completed on (B)(6) 2019. Additional information was received on 20-aug-2019. Global ptc results were added. Text was amended accordingly.